Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011 due to early battery depletion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).